Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the printed circuit board were replaced. The system software was updated to support the video controller. The system operates as intended.

Event description:
The customer reported there was no image on the monitor. No patient injury was reported.